Event description:
Flow sensor calibration fails.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to (B)(6), 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert of the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in calibration during maintenance. The root cause was determined to be a faulty sensor board, respective faulty pressure sensor, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.